Event description:
It was reported that patient has scheduled a surgical procedure to replace his inflatable penile prosthesis (ipp) device due to device malfunction. Patient states he has difficulty maintaining an erection.